Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Reportedly an electrode on the array had come off due to a possible reinsertion attempt. The user underwent a revision surgery due to a partial migration of the array. According to the implant registration card a full insertion was achieved at implantation, which was also confirmed with imaging. According to the device explantation report form 4 electrodes were extra-cochlear at explantation. The user was re-implanted and a full insertion was achieved.

Event description:
There was a partial post-op migration of the electrode array, 4 electrodes were extra-cochlear. Therefore, the user underwent a revision surgery to reinsert the array. However, at the revision surgery it was noticed that one electrode was displaced due to the reinsertion attempt. Therefore, the user was re-implanted and a full insertion was achieved.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or malfunction which is expected to have been present whilst implanted. This finding was expected, because according to the received information from the field, the recipient underwent a re-insertion surgery of the active electrode due to partial migration of it. During the re-insertion attempt a displaced electrode contact was observed, thus a back up device was implanted instead. This damage could be confirmed during device investigation. This damage most likely happened during the insertion attempt. This is a final report.